Event description:
It was reported that the right atrial lead had no capture and high pacing impedance. The lead was sensing appropriately however, so the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284drg, ICD, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited undefined impedance qualified as high. The ra lead was capped and replaced.